Event description:
No pump was returned to fresenius kabi for evaluation. The reported touch screen cable issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for device serial number (B)(6). Prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of serial number (B)(6) was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "(B)(4) deep clean pins, replaced lip seals. Front housing through final acceptance test - pass. Provision pump to test server waiting for unit to go into (B)(6). Loaded into (B)(6) @ 16:29 (B)(6) 2025 taken out of heratherm @ 4:29 (B)(6) 2025 lvp burn-in failed - did not read primary will run through (B)(6) again. Loaded into (B)(6) @ 16:40 (B)(6) 2025 pulled from (B)(6) @ 04.40 (B)(6) 2025 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service. Work order type corrective maintenance order description loose connector problem cause equipment failure resolution code resolved without parts resolution detail fixed connection". (B)(6) 2025- biomed reported: I talked to the tech that repaired the unit. He stated that it was the touch screen cable. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.